Event description:
While setting up for deployment to treat esophageal varices, the band coiled up and retracted into endoscopy scope pcf #72. The scope and bander were no longer functional, since the band clogged up the scope. We switched to another scope and different bander to complete the procedure. There were no patient complications. Manufacturer response for ligator, esophageal, saeed (per site reporter): endoscopy called the vendor, who replied they will report this and investigate.